Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the wire was found with the protection wire exposed from the sheath slit, however, the wire is not broken. The outer diameter dimensions were found within specification.

Event description:
It was reported that the filterwire was broken. The target lesion was located in the carotid artery. A190cm filterwire ez was selected for use. During preparation, it was noted that the support system was found broken. The procedure was completed with another of the same device. No patient complications were reported. The patient was stable post procedure.

Event description:
It was reported that the filterwire was broken. The target lesion was located in the carotid artery. A190cm filterwire ez was selected for use. During preparation, it was noted that the support system was found broken. The procedure was completed with another of the same device. No patient complications were reported. The patient was stable post procedure.